Manufacturer narrative:
Evaluation summary: the result of the analysis confirmed the reported event of failure to start up. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
It was reported that the merlin@home transmitter would no longer power on. There were no reported adverse patient consequences related to the event.